Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0013013475); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation of the transcatheter aortic valve evfxplus-34 in a patient with aortic stenosis and a heavily calcified bicuspid aortic valve, during the deployment attempt, a frame infold occurred. The valve was recaptured and withdrawn, and a second valve was implanted successfully, including 0 gradient and no paravalvular leak. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no misload was noted during fluoroscopic check. The infold was noted on the first deployment. The valve was recaptured and removed from the patient. A second pre dilation was performed with a bigger balloon according to the physicians decision and the second valve was implanted with great results.